Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and the afapro28 balloon catheter with lot number 39515 were returned and analyzed. A patient file was received and showed seven applications were performed using a catheter identified as number one and as afapro28 with lot 39515. A patient file was received and showed eight applications were performed using a catheter identified as number two and as afapro28 with lot 39515. The patient data files did not show any system notices on the reported date of the event. Visual inspection was performed and observed a breach and a kink/twist on the guide wire lumen. External visual inspection of the balloon segment showed blood inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for seven applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system detected fluid in the catheter and stopped the injection). During inspection and pressure testing of the shaft segment, multiple guide wire lumen kinks and a guide wire lumen breach were observed 0.75, 1.0, and 1.25 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the return product inspection due to a guide wire lumen breach, and a kink/twist on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.